Event description:
Subsequent to health risk eval, (B)(4) reported a second occurrence during an ob exam where this problem resulted in the miscalculation of a (B)(6) ob. The tech measured the abdominal circumference, which resulted in an (B)(6). There was a discrepancy of (B)(6) due to this bug.

Manufacturer narrative:
The initial submission was erroneously submitted as an acuson sc2000.